Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. During pm in cardiosave intra-aortic ballon pump (iabp), a getinge field service engineer (fse) found that the top lcd was glitching. Image was cutting in and out in the center of the top lcd screen. So, fse replaced part number: (d670-00-1183) upper display monitor and the image was no longer cutting out. Top lcd is working as intended. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.no patient involvement.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had faulty display. The top lcd was glitching. Image was cutting in and out in the center of the top lcd screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.